Event description:
The dealer (B)(6) stated the left caster is sitting about ¼ inch off the floor, when the dealer adds weight to the chair, the caster still will not touch the ground. Tech service thinks that the chair needs to be replaced because there is nothing to adjust.